Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced perforation and chest pain. Additional information received which indicated that this rv lead was fractured and the impedance was more than 3000 ohms. This lead was laser explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced perforation and chest pain. Additional information received which indicated that this rv lead was fractured. This lead was laser explanted and replaced. No additional adverse patient effects were reported.